Manufacturer narrative:
(PMA/510(k) should be # p880086 rather than blank,

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited noise. No additional information was available.

Manufacturer narrative:
Correction: should have been 2088tc/52, bfb026411 therapy date of (B)(6) 2017 rather than blank.